Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the force bipolar instrument was observed to have a dislodged jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter but was not able to gather any additional information about the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved in this complaint, but failure analysis has not yet been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the failure was replicated and confirmed. The instrument was found to have a bent grip, causing misalignment of the grips. There was a 0.0295¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage.

Event description:
Refer to h10/h11 for follow-up information.